Manufacturer narrative:
On 09-dec-2024: product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Heads and brushes came apart in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads came apart in his mouth. No injury was reported. On 13-nov-2024: case update from information initially received on 06-nov-2024: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported. On 09-dec-2024: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Heads, brushes came apart in mouth; oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads came apart in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.